Event description:
I had a significant hypoglycemic event after dosing using my dexcom 7 cgm for type 1 diabetes. I have had at least 12 sensors fail in the last few months. Wildly wrong numbers, fail upon startup...this is a device that type 1 diabetics use to give themselves insulin. If it's wrong, it can have grave consequences. Pt code: 4575. Device codes: 1535, 4019, 3023. Referenced reports: mw5179395, mw5179396, mw5179397, mw5179398, mw5179399, mw5179400, mw5179401, mw5179402, mw5179403, mw5179404, mw5179406.